Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter address: (B)(6). E1: initial reporter city: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets had flow issues; further described as "infusion is not administered". This was observed during patient administration of parenteral nutrition. There were "infusions that do not pass" and sets that "do not allow drip verification to start infusion" even though the parenteral nutrition bag completely filled the drip chamber. There was no report of patient injury or medical intervention associated with this event. No additional information is available.